Manufacturer narrative:
The received device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data showed that the device completed 631 pulses. First and second prime were completed, and the device was used to successfully deliver a bolus.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient was wearing a pod for longer than 48 hours their blood glucose level had rose to over 500 mg/dl. Upon removal of the pod from the infusion site it was discovered that the cannula had not deployed upon initial activation. As treatment, the patient applied a new pod.